Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Progressive raise in threshold during last 3 years up to 1.75v/0.35ms. By x-ray it is seen that the metal block with the connector screw seems to be loose and/or a little distorted. During the box change there is observed v-exit-block when the pacemaker is manipulated, despite of max output in voo mode.

Event description:
Progressive raise in threshold during last 3 years up to 1.75v/0.35ms. By x-ray it is seen that the metal block with the connector screw seems to be loose and/or a little distorted. During the box change there is observed v-exit-block when the pacemaker is manipulated, despite of max output in voo mode.

Manufacturer narrative:
Please refer to the attached analysis report.